Event description:
The surgeon reported that the patient had the device implanted in 2005. The surgeon reported that the patient returned to south africa in january, and the implant was reported to be broken 6 months later. The surgeon reported that the implant was removed and revised with a gamma 2 implant.